Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the 10th staple was fired. There was no pt consequence.

Manufacturer narrative:
Analysis conclusion: based upon the inquiry info, no functional testing could be performed because the device was received empty of staples. No conclusion could be reached as to how the reported "device jammed after the 10th staple", nor why the instrument was received empty (device contains in excess of 20 staple as manufactured). Co review each incident as it occurs in an effort to continuously improve co's products and processes. Co appreciates the fact that you took the time to inform co of the event. Info is a driving force in co's continuous improvement process.